Event description:
Customer reports back to back testing with a professional meter and the aviva system with results of: 385mg/dl on aviva system and 115mg/dl on professional meter; 40mg/dl on aviva system and 115mg/dl on professional meter. No qc controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.